Event description:
It was reported that there were far r-wave over-sensing and inappropriate automatic mode switch on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable. Further information was requested but not received.